Manufacturer narrative:
Part number and associate fields updated. Lot number updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Unique device identification(UDI) is not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, awl tap was worn. There was no patient present at the time of the issue.